Event description:
It was reported that the pt underwent surgery for l4-s1 fusion with semi rigid posterior rod fixation. It was reported that the pt underwent a revision surgery approximately 2 years post-op in 2008, due to pedicle screw loosening. It was reported that there was fusion at l5-s1, non fusion at l4-5. No pt complications were reported.

Manufacturer narrative:
The devices were returned to a third party facility for evaluation. Evaluation is currently in progress. Although the suspect devices are unk the following screws were returned: y7225535 lot w05j6445, y7225540 lot w06a0576, and y7225540 lot w05j6446. A review of the device history records for each returned lot found no documentation to indicate a non-conformance to specification. Two x-rays taken at an unk time post-op were returned for evaluation. Examination confirmed posterior construct at l4-s1 with interbody device at l5 and apparent solid fusion. No lysis or loss of fixation is apparent around the screws. No interbody device noted at l4-5.